Event description:
It was reported that the 9800 sys was slow to transfer images to pacs and was slow to bring up saved images. Also, the sys had a broken steerable wheel and worn wig wag brake. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced. The brake kit installed and the wheel was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.